Event description:
It was reported that during a photoselective vaporization of the prostate to treat benign prostatic hyperplasia, the fiber broke and was firing from the tip instead of the side of the fiber. This occurred with two fibers. There were no report of any patient complications. This report is for the second fiber.